Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the severely tortuous and severely calcified proximal left circumflex artery. A 10mmx2.00mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured upon first inflation at 6 atmospheres for 30 seconds. The balloon was simply pulled out and completely removed from the patient's body using the normal method and the procedure was completed with a different device. No complications were reported and the patient was in good condition after the procedure.